Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging wrong air pressure, water dries up too fast, burning/ smoke/electrical odor, and device not functioning. There was no report of serious patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated by the manufacturer and using a known good power supply and power cord, they were able to confirm the device powered on and provided airflow. The manufacturer inspected the device externally and internally, observed an unknown dust contaminant inside the air inlet of the blower box. An unknown contaminant was observed on the sd flip door, top enclosure, and on the iso port of the rear panel. An unknown dust contaminant was observed on the front panel, on the blower cap of the blower box, rear panel, bottom enclosure, blower, blower seal, and blower box. Evidence of liquid ingress was observed to the blower and blower box. Manufacturer was able to confirm the presence of degraded sound abatement foam residue in the blower box. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer concludes that they were unable to directly address the complaint of the water drying up too fast due to the humidifier not being returned for investigation. Due to foam degradation, a pressure test was not performed on the device to investigate the complaint of the wrong pressure being administered. There was no odor detected coming from the device. Evaluation method code, evaluation results code and conclusion code grid has been updated.